Event description:
A cracked and shattered touchscreen was reported, resulting in the inability to interact with the pump as the touchscreen became unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer decided not to purchase a replacement pump at a discounted rate and will rely on a backup insulin pump to maintain insulin delivery.